Event description:
A report of a scan of lo (lower than 40 mg/dl) while a customer was wearing the adc device. As a result, on (B)(6) 2022, the customer experienced restlessness as they were unable to perform a blood glucose test at home. Hcp contact was done at the customer's home and a glucose test of 290 mg/dl compared to a scan of lo was obtained at the same time, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer received " general control" of their blood glucose by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.